Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07685). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that symptomatic patient presented to the hospital with slow heart rate, fatigue and shortness of breath. Upon interrogation, no communication could be established. It was noted that the battery appeared to deplete faster than expected. The device was explanted and replaced.